Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, with unrevised scheduled revision date on (B)(6) 2024. There is no device information provided. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
D4: corrected d10 concomitant devices 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 02-010-01-0340 - logic femoral ps cem right sz 4 (B)(6). Manufacturer narrative: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.